Manufacturer narrative:
The device was not returned for evaluation. The customer was informed that due it's age the device cannot be repaired.

Event description:
The customer contacted stryker to report their device did not shock during testing. In this state the device may be inoperable and defibrillation therapy may not be available if needed.there was no patient involvement reported with the event.